Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance trend had shown a slow steady trend going up. At implant the impedance was 672 ohms and over the last 14 months trending, it was shown the impedance was going up to being at 1904 ohms. It was noted that the impedance had no saw tooth variation, just a slow steady rise. The rv lead is still in use. No patient complications have been reported as a result of this event.